Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro was continuously burning. When it was activated, it stayed activating and heated up and the jaws were glowing. The hospital staff unplugged it and pulled it out. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. Internal file number - (B)(4).